Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the interstitial cystitis was unlikely related to the device or therapy, not related to the procedure, and the indication for device use was interstitial cystitis. The year of onset was reported to be 2010. It was reported that the patient's history of urinary tract infection (uti) was just the reported event as there was no mention in baseline; only a mention of interstitial cystitis and urgency-frequency. There was a report that their obstetrician/gynecologist performed bladder instillations and they developed pyelonephritis. When asked if the uti was related to the device, therapy, programming, or stimulation; it was reported that it was not related to any listed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported the patient had a urinary tract infection that was confirmed through laboratory testing showing <(><<)>10,000 cfu/ml streptococcus agalactiae. Mixed flora (urogenital) suggested an improperly collected specimen, however. No symptoms were associated with the event. The patient came for follow-up for interstitial cystitis. Cipro octor was given to the patient on (B)(6) 2016 and the event resolved without sequelae on 9-feb-2016. It was noted the event was ¿unlikely¿ related to the device or therapy and the gynecologist performed bladder instillations and she developed pyelonephritis. Indications for use include urinary dysfunction/sacral nerve stimulation.